Manufacturer narrative:
H3:product analysis found that device display error message "patient interface fault detected, check patient interface fuse" after entering the monitoring screen. Pi failed to the wired connection test. 1k o resistor(r21) is burned on the afe board, type c connector on the interface main board cause the problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, nim patient interface had check fuses alarm. Screen display: patient interface fault detected, check patient interface fuse. Stim 1 fuse led was blinking to indicate fuse failure and troubleshooting resolved the issue. There was no patient involvement.